Event description:
The patient reported experiencing elevated blood glucose of 423 mg/dl on (B) (6) 2010 at 11:54pm and the patient bolused through the infusion device. On 01/13/2010, the patient experienced elevated blood glucose of 410 mg/dl at 4:43pm and the patient bolused through the infusion device. The patient's normal blood glucose range is 80-140 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.